Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that during a routine follow up ventricular tachycardia episodes were noted and the right ventricular (rv) lead oversensing narrow high amplitudes signals. The patient had experienced dizziness, but all lead measurements were reported to be normal. The patient was sent to another hospital for a revision. Additional information noted that a revision took place. Upon attempting to explant the rv lead the lead ruptured and the tip of the lead stayed in the right ventricle of the patient. Part of the lead was explanted and will be returned, the device remains implanted. No additional adverse patient effects were reported.